Event description:
Use of device in accordance with labeling for over 4 hours on walking event caused severe blistering on calf. Photos available. Numerous blisters over 4 square inches. Permanent scarring is probable. Drainage of blisters and treatment with topical antibiotic prevented infection. Reason for use: arthritic knee, knee stabilization. Event abated after use stopped: yes.